Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. The reported blood glucose reading was 489 mg/dl. The customer was not feeling well during the call and hung up. The customer's daughter called two days later to report that the customer was hospitalized for high blood glucose levels above 500 mg/dl. Troubleshooting was performed. The daughter stated that there was a leak coming from the infusion set, possibly the insertion site. The insulin pump was programmed correctly, but the daily totals did not match with the basal rates. Nothing further was reported.